Manufacturer narrative:
Concomitant medical devices: 694965 lead, implanted: (B)(6) 2007.

Event description:
It was reported that the right ventricular (rv) lead exhibited rising thresholds. During laser lead extraction, the left ventricular (lv) lead insulation was damaged. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and the outer insulation of the lead was extrinsically breached due to melting. The outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated apparent explant damage.